Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced high blood glucose (bg) level of 600 mg/dl due to consuming carbohydrates. The customer administered manual injections (mdi) to address bg level and continued to use mdi for insulin therapy.